Manufacturer narrative:
A voluntary report was received via the us mail. (B) (4). We are forwarding it to you for review since you might be unaware of this event. The report contains all the information presently available. This information is being entered into the complaint system for tracking and reporting purposes. This complaint does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Event description:
Received notice from FDA regarding an incident. No user facility information was included with the notice. Event description is as follows: event description: volun (B) (6)2010: ventilatory failure, which may have been due to mucous plug, lower respiratory tract infection, pulmonary emboli, or cerebrovascular event. Uncertain if mucous plug contributed to ultimate demise, but pt was evaluated in emergency room prior evening for mucous plugging of trach. Diagnosis or reason for use: tracheostomy for aspiration due to edematous upper airway.